Event description:
It was reported that during a supply change the ilet user attempted to place the infusion set but it would not remain attached to their body, and troubleshooting revealed the user had not cocked the inserter needle and was pressing the infusion set directly, leading to an incorrect deployment of the infusion set. There were no reported symptoms or adverse clinical effects. Outcomes included no reported impact beyond the unsuccessful infusion set placement and the need for user education. Investigation included guided troubleshooting and user education on proper infusion set insertion technique. Investigation of this case revealed user error related to incorrect infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.